Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left anterior descending artery. A 3.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device had difficulty in approaching the lesion. When it was removed, it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left anterior descending artery. A 3.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device had difficulty in approaching the lesion. When it was removed, it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 100% stenosed, moderately tortuous and severely calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left anterior descending artery. A 3.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device had difficulty in approaching the lesion. When it was removed, it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 100% stenosed, moderately tortuous and severely calcified.

Manufacturer narrative:
Updated b5: describe event or problem device evaluated by MFR.: synergy ous mr 3.50 x 48 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.